Event description:
It was noted at a device change out on (B)(6) 2011 that this lv lead is in the atrial port. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).